Event description:
Information received regarding the explanted device notes that the patient presented to the hospital "referring asthenia." An ECG showed an escape rhythm and no pacemaker stimuli. Measured battery data was 30 kohms, 1.86 v. The device was replaced. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received